Event description:
The pump was returned for investigation. Investigation revealed that the display was dim/fading/discolored. Investigation also revealed that there was contamination under all key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeled off from the base. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Additionally, the display was found to be dim/fading/discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses.